Event description:
It was reported that a home patient (hp) pressed go on a homechoice (hc) to initiate the initial drain phase of automated peritoneal dialysis (apd) prior to being connected to the device. The hp then proceeded to connect to the patient line of the cassette. A technical service representative (tsr) assisted the hp with ending therapy, and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not connecting prior to beginning the initial drain can lead to a breach in the sterile pathway. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.